Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of silicone segment ballooned and ruptured could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
A nurse reported that the silicone segment of the IV tubing ballooned and ruptured during an IV push of 20 cc saline flush. A pt had received a medication that required a rapid IV bolus afterwards and when the nurse pushed the bolus as fast as she could the tubing bulged then split open and leaked fluid. No pt harm occurred and the nurse changed the IV set. The tubing was discarded. The nurse was reminded that the tubing above the IV push must be clamped off prior to giving an IV push medication or IV flush. No medical intervention was required. Customer stated that no further pt/event info is available.